Event description:
It was reported that the patient presented through emergency room with full thickness device erosion and infection at the device site. The physician was unable to determine the cause of the infection. No allegation was made that the infection was related to or caused by Abbott products. The pacemaker, right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.